Manufacturer narrative:
The device was returned as part of the asset return process. The label on the suction connector was peeled, due to a scratch on the probe cover, the insulation resistance value at distal end did not meet the standard value, due to wear of angle wire, bending angle in up direction did not meet the standard value, the probe cover had a crack, the objective lens had a chip, the adhesive on bending section cover had wear, and the universal cord had buckling. It is most likely that the reported event was due to insufficient reprocessing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset, evis exera iii colonovideoscope, to the olympus service center. The issue was found during maintenance. Upon inspection and testing of the returned device, it was observed that the jet tube had white foreign material. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the sub-water supply channel could not be identified and a definitive root cause of the issue could not be determined, as there was no deformation observed that might result in the retention of foreign material and no additional facility device cleaning/preprocessing information was reported or available, however, the issue was likely the result of insufficient cleaning/reprocess. The event may be detected by following the instructions for use sections below: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.